Manufacturer narrative:
Initial reporter state- (B)(6).

Event description:
It was reported that guidewire removal difficulties were encountered. During a procedure to treat a chronic totally occluded lesion, a hornet guidewire was used. However, upon removal of the femoral sheath, resistance was felt and it was noticed that the hornet wire was exiting the femoral sheath. The guide wire was looped near the groin. The sheath and the wire could not be removed. The patient was then taken straight to surgery for removal of the devices.